Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested using automated test equipment and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on both the atrial and rv leads. Extensive testing was performed on both leads, and no noise was detected. All measurements were within normal ranges. Extensive defibrillation threshold test was also performed with excellent results. The device was explanted and replaced. The patient was discharged without incident.